Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a pump error alarm. The customer's blood glucose level was 8.5 mmol/l. It was reported that they were able to clear the alarm but were not able to rewind the insulin pump. The device will be returned for the analysis.

Manufacturer narrative:
The insulin pump was received with a drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Alarms.